Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned with the customer complaint "failed to vent on patient." Upon thorough evaluation, the complaint was not confirmed. No specific failure mode or component failure was identified that would indicate a device malfunction directly causing the complaint. The device was found to be contaminated with dust and cosmetic wear on multiple components, which were cleaned and replaced as part of routine servicing. The device passed all functional tests and calibration after repair. Event logs reviewed do not indicate any critical error or fault codes contributing to device failure. The device is within warranty, was repaired according to procedures, and successfully passed final quality inspections. Therefore, the issue is considered not reportable as no device-related safety hazard, malfunction, or adverse event was confirmed.